Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with complaints of drainage and itchiness at the driveline exit site. Wound cultures were positive for diphtheroids gram positive rods. The patient was started on doxycycline 100mg for 10 days. No further information was provided.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The patient remains ongoing on pump support and no further related issues have been reported. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical research associate on 08/12/2016 stating that based on their record the patient's driveline infection happened as an outpatient and remains ongoing at this time. The information will be updated once the patient comes back for a follow up visit in the clinic.